Event description:
It was reported that there was a sudden rise in threshold. The lead remains in use. No patient complications have been reported as a result of this event. The lead was noted to be part of the product surveillance registry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 lead, implanted: (B)(6) 2012; 457445 lead, implanted: (B)(6) 2012. (B)(4).